Event description:
Related manufacturer reference number: 2017865-2022-10583. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead and dislodgement, high capture threshold, and p-wave amplitude variation on the atrial lead. On 3 may 2022 the physician elected to cap the rv lead and atrial lead and replace the rv lead. The patient is recovering after the procedure.